Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the lead was returned and analysis was performed, dislodgment and threshold allegations were not confirmed. Cut in the insulation was discovered most likely due to explant. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a dislodgement leading to high capture thresholds. No additional adverse patient effects. Dc.